Manufacturer narrative:
Analysis: to date, this product has not been returned to medtronic for analysis. Return of the product, however, is anticipated. A follow up report will be submitted upon completion of the analysis. Conclusion: no adverse patient outcomes associated with the event. Exact cause of the event cannot be determined.

Event description:
Medtronic received information that this aortic valve exhibited a high gradient during the implant procedure. The decision was made to abandon the valve. A similar aortic valve was implanted with no adverse patient effects.